Event description:
It was reported that during an unspecified endoscopic procedure, the inner sheath appeared twisted. A biliary stent 7fr/5cm had been selected to treat an unspecified lesion. While attempting to advance the device over a 0.035 inch jagwire, the stent would not advance as the inner sheath appeared twisted. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".